Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. The radical-7 display shuts down within a few seconds and ten beeps are heard. The 10 beeps anomaly was observed due to a u21 (current limiter ic) failure on the instrument board. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
The customer reported the unit shuts off by itself while running on ac power without alarm or error code. No consequences or impact to patient were reported.